Event description:
According to the reporter: the patient allegedly experienced mesh erosion. The patient would not divulge any further information related to the extent of the mesh erosion issues she was experiencing.

Manufacturer narrative:
(B)(4).